Manufacturer narrative:
(B)(4). Pump received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Inserted a fully charged battery at 1.6v, battery displaying not a fully charged icon due to corroded battery compartment noted. Unable to perform displacement test due to battery anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had physical and cosmetic damage and the battery cap was broken. The reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.